Event description:
The customer reported that a battery issue occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was not able to reproduce the reported issue. The fse had performed preventative maintenance (pm) in april 2019. The customer¿s technician ordered new batteries and replaced them in may. The technician did not reset the battery due date, june 15 2019, when he replaced them. The unit displayed the "battery maintenance required" notification as it is programmed to do. The fse inspected the unit and updated the battery maintenance and replacement dates. The new maintenance date reflects the date 6 months from the april pm. The fse completed diagnostics, performance and safety tests. The unit was approved for clinical use and returned to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
The customer reported that a battery issue occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.